Event description:
It was reported that the user experienced hyperglycemia after inserting a new steel 6 mm, 23 inch infusion set without observing insulin drops during priming, with blood glucose reaching approximately 400 mg/dl and transient blurry vision; the user transitioned to subcutaneous insulin using backup therapy and later reconnected to the pump after being guided to properly prime until drops were observed, completing a full supply change by customer care agent. Investigation of this case revealed use error related to incomplete priming prior to insertion, with resolution after correct press-and-hold priming until drops were seen and completion of the supply change. Symptoms included hyperglycemia and visual disturbance. Outcomes included temporary use of backup insulin therapy and restoration of pump therapy after correct priming without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with infusion setup or priming issues leading to under-delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.